Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was noted that tachy mode was off. The health care professional verified that there were no records that this programming was intentional or not. This device remains in service. No adverse patient effects reported.